Event description:
Tool head broke off of legend telescoping tool during lumbar fusion procedure. Heal did break free and fell into the pt wound site. Fragment was retrieved without difficulty, resulting in approx a 5 minute delay in the procedure. The tool could not be removed from the at10 base. There was no pt impact. No add'l action beyond removal of the tool head was required.